Manufacturer narrative:
The user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing on multiple occasions. Reportedly, the customer uses "admulong" insulin within the pump supplies. Additionally, it was reported that a leak was observed; customer was unsure of the location of the leak. Infusion set changes were performed resolving the issues. Customer's blood glucose level was 300 mg/dl.